Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ syringe and needle had a crack in the syringe. It was unspecified whether the device was cracked before during or after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Lot # provided: 7156651. Medical device expiration date: 05/31/2022. Device manufacture date: 07/01/2017. Investigation results: sample evaluation: a single 3ml syringe in an opened package was received and confirmed to be from batch #7156651 (p/n 305906). It was visually evaluated. The package the sample arrived in, including the envelope and the sample bag was damaged in transit. The damage penetrated the bags and damaged the sample itself, causing barrel damage near the flange. Likely unrelated to the handling damage, a crack in the barrel was observed extending from the barrel collar to the 1 ½ ml line outside the scale markings. DHR review for batch 7156651 (p/n 305906): manufacturing dates: 6/17/2017 to 6/27/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7156651 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. A potential root cause is that the barrel was likely cracked at one of the pinch points between the printing and packaging processes. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.